Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during surgery, when the lens was temporarily not in use, the doctor placed the light guide cable and lens on the patient. After the operation, the patient was found to have leg burns." It was further reported that "redness and blisters appeared on the patient's inner thigh due to burn. The patient reported obvious pain after recovering from anesthesia, and the doctor dressed the affected area with gauze for further observation." Cross reference MDR: 9610617-2026-01370.